Event description:
It was reported that during an unknown procedure, two clips came out at a time. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips; no multiple feeding occurred upon evaluation. In addition the device locked out as intended; however the orange indicator wheel was found to be under-traveled. No conclusion could be reached as to what may have caused the reported event of multiple feed and the found condition of the orange indicator wheel.